Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21692. It was reported the patient (B)(6) experienced ineffective low back stimulation. Diagnostics indicated two low impedance values. Reprogramming was unsuccessful. Subsequently, surgical intervention took place to explant the ipg. The leads and anchors remain implanted.

Manufacturer narrative:
Results: the complaints of ineffective stimulation were not confirmed. The ipg was returned in good condition and communicated with lab equipment. Bench testing did not reveal any stimulating anomalies. The ipg was tested to manufacturing specifications using the autotester and passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.